Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step no drops of insulin was observed exiting the end of the tubing. There was no impact to the customers blood glucose level. Troubleshooting with tandem technical support was performed. The contact checked the luer lock connection. The fill tubing process was repeated and insulin was observed exiting the tubing.